Manufacturer narrative:
(B)(4) clinical applications reviewed 3 patient datasets done around the time of patient a the scanning order was patient b, patient c, then patient a. All patient c data appear normal, with no other patient's data in that folder. When patient b was done first, we believe the name was selected multiple times from the radiology information system (ris). This would place patient b in the scenario's pre-reservation/registration list. When he technologist started patient a, she acquired two scanograms then ended the study prematurely. The technologist then clicks on registration and gets the ris list, intending to select patient a again, but because patient b's name was in the preregistration/reservation list, the scenario will automatically populate in the registration page with that name. The technologist didn't confirm that the correct patient name was loaded before scanning patient a under patient b's name. The use of the pre-registration list is discussed during initial operator training, but the evidence suggests that the scenario above is the likely sequence of events. (B)(4) service examined the system log files, which also support the above scenario.

Event description:
A site using a (B)(4) scenario CT system reported a problem to clinical applications on (B)(6) 2016. They stated that a patient's images were stored in the wrong patient folder. An exam for patient a was started at 15:52. In the images folder for patient a were 2 scanograms (scout images). The technologist ended the study at that time. Then the technologist appeared to have started the entire exam over, but selected patient b, who had a prior exam done at 13:00 that day. All of patient a's images and raw data were included in b's folder. The patient a data were all acquired after 15:52. After scanning was done, the patient a folder had the 2 scanograms, while patient b's folder had both patient b and patient a images intermixed. Because they were in the wrong folder, the images were all labeled as patient b.